Event description:
Additional information received from the consumer reported they had difficulty with the wire since it was put in related to programming. The patient didn't know if it was broke before the last surgery or broke during the upgrade replacement in november. When they replaced the battery they found an open impedance on the left which controlled the right side. The patient didn't know why the device broke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken lead on the left side of the brain. Patient stated that the lead has to be fixed at a later date and that they are not using it now, but they might need it later. Patient believes this first started in 2018, when they put their whole dbs (deep brain stimulation) system in, and stated the doctor discovered the broken lead on (B)(6) 2024, during their implant replacement. Agent did not ask about the circumstances that led to the reported issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.